Event description:
The customer stated that he was hospitalized for high blood glucose levels with a reading of 212 mg/dl. The customer stated that he was dehydrated, spilling ketones and vomiting. Troubleshooting was preformed and the insulin pump passed the prime test. The customer didn't have the tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.